Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). The reported swelling is considered to be a symptom of vascular occlusion and therefore was not coded. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a male patient. The patient was injected with 3 syringes of radiesse (+) into the face on (B)(6) 2026 (reported as on tuesday). Batch number was reported as unknown. In (B)(6) 2026, after the radiesse (+) injection, the patient experienced a possible vascular occlusion on one side of the face. On (B)(6) 2026 (reported as today/friday), the patient returned to the provider with significant swelling on one side of the face. The health care professional was concerned about a possible vascular occlusion. The outcome of the event was unknown.